Event description:
It was reported that the threads of 21 blockers stripped during tightening within surgery. They were removed and replaced with additional blockers to complete the procedure with a delay, but without patient impacts.this is report one of 21 for this event.

Manufacturer narrative:
Inspection the returned devices match the information in the complaint file and were examined. Visual inspection revealed all 21 returned blockers have thread damage. Additionally, eight have drive mechanism damage. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could be attributed to off-axis forces applied during use. Device usage these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00054 through 3003853072-2021-00074.

Event description:
It was reported that the threads of 21 blockers stripped during tightening within surgery. They were removed and replaced with additional blockers to complete the procedure with a delay, but without patient impacts. This is report one of 21 for this event.